Manufacturer narrative:
Unit was received with intermittent up button response due to corroded up keypad trace. No button rolling or button error alarm noted during testing. No scrolling bar moving anomaly noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was not performed. The device was returned for analysis.